Event description:
The patient was in the ICU due to her airway swelling shut. She had to be intubated. It was noted that when they tried to remove the breathing tube, the airway would get cut off. It was originally noted that the patient's parents were worried that the vns was causing the issue, but the patient's family later reported that the event was not related to vns. No other relevant information has been received to date.